Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the target lesion was located in the ostial left main artery. When the device reached the target lesion, the balloon was initially inflated at 12-14 atmospheres, then the physician attempted pumping pressure and the stent was suddenly dislodged totally from the stent delivery system. The physician attempted to remove the dislodged stent with a wire but was unsuccessful. The stent remained inside the patient's body in an unknown location. No further complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 8 x 4.0 mm target lesion was located in the moderately tortuous and severely calcified coronary artery. An 8 x 4.00 mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent was dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.